Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath, and a guidewire. During the procedure, the physician encountered resistance while introducing the cat6 into the sheath and reported that the cat6 repeatedly buckled. Therefore, the cat6 and sheath were removed. The procedure was completed using a new cat6 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.